Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 4th day, discontinued after 13 days) and ceftazidime injection (1gm, per day, discontinued after 13 days) for peritonitis. Two days after the event onset, the patient was hospitalized for the event. The patient was discharged from the hospital and has recovered from the event 13 days after the event onset. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.